Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 402 mg/dl. The customer and treated the pump. The customer stated that she did a bolus and received insulin flow blocked. The customer was assisted with 5.0 unit fill cannula and insulin exited. The customer reported the cannula to appear bent. The product was not returned for analysis.